Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. Customer¿s current blood glucose is 66 mg/dl. Customer also reported other relevant blood glucose 350 mg/dl. The customer was treated with food. Based on customer report customer does allege pump was over delivering. Troubleshooting was done for low blood glucose and under delivery. The insulin pump will be returned for analysis.